Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4).

Event description:
It was reported that the bd nano¿ 2nd gen pen needle has issues with the pen needle sticking onto pen. The following information was provided by the initial reporter: issue with pen needle sticking onto pen, 1st attempt calling consumer back and left detailed message with case # and cares phone number.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle has issues with the pen needle sticking onto pen. The following information was provided by the initial reporter: issue with pen needle sticking onto pen 1st attempt calling consumer back and left detailed message with case # and cares phone number.